Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection on his penis. The infection was treated with antibiotics; however, the symptoms continued. Therefore, a revision surgery was performed to explant the device. No device issues nor additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.